Event description:
It was reported that "plastic-like threads" were seen in the bd luer-lok¿ disposable syringe with bd luer-lok¿ during use after it was filled with insulin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported plastic-like threads in her insulin after having filled it into the syringe."

Manufacturer narrative:
H.6. Investigation: one sample received for investigation. During the visual inspection of the received sample, particles of what could be plastic were detected on the cap of the syringe. Fourier transform infrared spectroscopy was performed, it was not possible to identify the foreign matter. Possible root cause is due to the machinery made of flexible plastic material. Corrective action include, change flexible plastic material to avoid wear and tear of particles and feedback to operating personnel. During the documentary review it was observed that no quality events were registered that could originate the defect reported by the client, the lot was inspected and subsequently released in accordance with the current work instruction. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "plastic-like threads" were seen in the bd luer-lok¿ disposable syringe with bd luer-lok¿ during use after it was filled with insulin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported plastic-like threads in her insulin after having filled it into the syringe"